Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose via manual injection. Customer changed out their set 4 times and continued to not receive insulin. Troubleshooting on the insulin pump was performed. Customer removed the reservoir, completed the rewind process, reinserted the reservoir and ran a manual prime. Customer advised they would call back once they receive a tubing clamp in order to complete the high pressure test and high blood glucose troubleshooting process.